Manufacturer narrative:
A ge rep evaluated the system and found a part that needed to be replaced and informed the customer. No conclusion can be drawn as further repair info is unavailable.

Event description:
The customer reported the system intermittently would display a generator error and would not produce x-rays.